Manufacturer narrative:
A partial analysis was received. The ICD first underwent a status interrogation with a clinical programmer, and the device memory was analyzed. Matching the clinical complaint, the device status was eri, 28 charge processes had been documented. The charge drawn from the battery was checked, and an inconsistency was discovered between the drawn charge and the measured battery voltage. Next, the current uptake of the ICD and its capability to provide therapy were tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. The check of the current uptake also showed no irregularities. The ICD was then opened, and the internal structure was examined visually and electrically. The visual inspection of the internal structure showed no irregularities. The current uptake of the electronic module was measured directly and proved to be normal. However, the direct measurement of the battery voltage confirmed a battery discharge not meeting expectations. The battery was returned to the manufacturer for a battery analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, a microcalorimetric measurement of the battery was performed. This showed an increased heat tone. In a next step, the battery was opened, and the internal structure was visually inspected. During the visual inspection, a short-circuit was detected within the battery. This short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, it can be assumed that the therapy functions that are critical for patient safety were available without any restrictions during the implantation time.

Event description:
Ous MDR - it was reported that the device was explanted 72 months after the implantation due to unexpected eri.

Manufacturer narrative:
A partial analysis was received. The ICD first underwent a status interrogation with a clinical programmer, and the device memory was analyzed. Matching the clinical complaint, the device status was eri, and 28 charge processes had been documented. The charge drawn from the battery was checked, which found an inconsistency between drawn charge and measured battery voltage. Subsequently, the current uptake and the icds capability to provide therapy were tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. The check of the current uptake also showed no anomalies. The ICD was then opened, and the internal structure was examined visually and electrically. The visual inspection of the internal structure showed no irregularities. The current uptake of the electronic module was measured directly and proved to be normal. However, the direct measurement of the battery voltage confirmed an unexpected battery discharge. The battery was returned to the manufacturer of the battery for analysis. As of today, we have not received the results of the battery analysis. As soon as the analysis is concluded, this report will be updated.